Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024 it was reported that the patient went to work and spend most of the time sitting, the cgm reading was low all the time. She self-treated with gatorade, skittles, half of banana. At 3:30 pm, patient took glucagon. The patient felt nauseous and she called the doctor. She was advised to go to emergency room (ER). When she went to ER at 5:12 pm they took a bg reading which was 501 mg/dl, at 6:00pm the patient started to vomit and was treated with potassium with insulin IV overnight. At 11:00pm the bg reading was 375 mg/dl, 12am bg was 284 mg/dl, 1:00am bg was 215 mg/dl, 3am bg was 196 mg/dl, 4:00am bg was 221 mg/dl, 5:00am bg was 187 mg/dl, 6:00am bg was 190 mg/dl and at 7:00 am the bg was 143 mg/dl. Then the nurse switch her IV to dextrose. The patient took the sensor out by 9 pm since it was always showing the word "low". At the time of the report the patient was still at the ER and feeling bit weak and hungry. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.